Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator replacement surgery. Prior to the procedure starting, it was noticed that the right ventricular lead had been over-sensing noise leading to inappropriate high ventricular rate measurements. The lead was capped and replaced during the same procedure. Physician believed that the original implant technique under the clavicle may have been the cause. Patient was stable after the surgery.